Event description:
His notification was opened for review of information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and device had a blfm-blower foam degradation. Additionally, the device had dust contamination, pin1 and pin2 were destroyed from the humidifier connector, destroyed/cut power connector and destroyed s/n model label. Furthermore, the device displayed an error codes e-66: err_stuck_encoder_b, e-62: err_stuck_ramp_key and e-65: err_stuck_encoder_a as recorded in error log. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.